Event description:
It was reported that a patient experienced air in the line of an amia automated pd cycler set without an alarm. This occurred during dwell four of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was reported that the supply bag was leaking, however the patient could not identify where the location of the leak. The patient would complete therapy by manual exchange. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5: remove the statement: ¿it was reported that a patient experienced air in the line of an amia automated pd cycler set without an alarm.¿ correction b5: replace with the following corrected statements: ¿it was reported that a home patient (hp) experienced a low priority alarm (air in the line) alarm due to a leak from the supply bag. This occurred while the solution bag was in use on an amia device for automated peritoneal dialysis (pd) therapy. Renal therapy services assisted the hp with clearing the alarm and disconnecting from the therapy session.¿ h10: upon further review of this report, it was determined that there was no issue with the amia automated pd cycler set. Therefore, the amia automated pd cycler set is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.